Manufacturer narrative:
The pump user guide indicates to not remove or add insulin from a filled cartridge after it is installed on the pump. This will result in an inaccurate display of the insulin level on the home screen. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm occurred during the load sequence with multiple cartridges. Additionally, it was reported that intermittent minimum fill notifications occurred after the user filled the cartridge with 270 units of insulin during the load sequence. Reportedly, the customer re-used pump supplies beyond labeling. Tandem technical support educated customer regarding cartridge/insulin labeling. Customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose was 187mg/dl.